Event description:
It was reported that item broke during impaction of oxinium femur. Pieces were inadvertently thrown in the trash by hospital staff. Used an identical backup device to complete surgery. Surgery time was not extended more than 30 min. The surgeon does not fault the device. The patient or surgical procedure was not affected in any way due to the problem. Absolutely no broken pieces fell into the patient¿s wound at all. Lot number is not available. Tracking number will not be available because item is not available to return due to hospital throwing away.

Manufacturer narrative:
The associated journey ii cr locking femoral implant impactor was not returned for evaluation. Therefore a product analysis could not be performed. Batch number is unavailable as the device was discarded at the hospital. Therefore the manufacturing records review cannot be conducted. The complaint history review could not be performed with any accuracy due to lack of batch number. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. However, it was reported that the patient or surgical procedure was not affected in any way due to the problem. Smith and nephew will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should the device or additional information be received, the complaint will be reopened.